Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011:the (B)(6) surgical associates, inc. (B)(6), md. Office notes. Fell friday at work (B)(6) 2011), friday night had swelling in left groin, to ER on sunday and on exam was told had a hernia. Soreness and tenderness. Pain, moderate to severe. The hernia is not recurrent. Aggravated by bending, coughing and particular position. Relived by change in position and lying down. No previous surgeries. History: diabetes, non-insulin dependent, type ii; angina; coronary artery disease; heart attack; high blood pressure. Never smoked, no alcohol, employed full-time as truck driver. Medications: lorazepam, percocet, aspirin, glipizide, simvastatin, plavix, metformin, isosorbide oinitrate, hydrochlorothiazide, lisinopril, fish oil, lortab, ambien, nexium, requip, amlodipine, metoprolol, garlic oil. Surgical history: CABG, appendectomy, angioplasty/stent/ptla. Exam: weight 201 lbs, bmi 25.81. Abdomen; inguinal hernia, left, reducible, tenderness left lower quadrant. Impression/plan: hernia, unilateral inguinal. Repair. Scheduled in near future for left inguinal hernia repair with ambit. Needs cardiac clearance, need to stop plavix 5 days prior to surgery. Can return to work at this point with 10-15 lb weight restriction, will also be on restrictions post-op. (B)(6) 2011:(B)(6) healthcare. [Signature illegible]. Anesthesia record. Weight 199 lbs, height 6¿2¿. History: hypertension, cad [coronary artery disease], stent x2, mi [myocardial infarction] x2, 3v [vessel] CABG (2004), niddm [non-insulin dependent diabetes mellitus] x 12 years, gerd [gastroesophageal reflux disease], chronic renal disease (renal insufficiency), diverticulitis, tobacco 1+ ppd [pack per day] x 30 years, quit 2004. Asa iii. (B)(6) 2011:(B)(6) edgewood. (B)(6), md. Operative report. Preoperative diagnosis: left inguinal hernia. Postoperative diagnosis: left inguinal hernia. Operation: left inguinal hernia repair with gore bioabsorbable plug and patch, transcutaneous implantation of ambit pain pump. Anesthesia: general endotracheal anesthesia with 30 milliliters of 0.5 marcaine with epinephrine. Fluids: 700 milliliters of crystalloid. Estimated blood loss: 5 milliliters. Complications: none. Disposition: to the recovery room in stable condition. Indications: the patient is a 59-year-old who presents with a left inguinal hernia that needs to be repair [sic]. The risks and benefits of surgical intervention were discussed with him. He states he understands these risks and is willing to proceed. Operative procedure: ¿the patient was brought to the operating room and placed on the or table in a comfortable supine position. General endotracheal anesthesia was administered. He is an asa class iii. Compression boots were placed on the patient. He was given invanz 1 gram IV piggyback perioperatively. His left groin was prepped and draped in a sterile fashion. We began by making an incision from the symphysis pubis out towards the anterior/superior iliac spine, carried down to and through the subcutaneous tissues with sharp dissection. Hemostasis was maintained throughout the case using electrocautery. Using electrocautery, we dissected down to the external oblique fascia, identified the external ring, opened it superiorly and laterally for a couple centimeters, brought the cord and cord contents up into the wound using blunt dissection and surrounding them with a penrose drain. We used a self retainer for mechanical retraction. He had an indirect defect. We were able to free up from the surrounding cord and cord structures down to the level of the internal ring. We dunked the sac back through the internal ring into preperitoneal space, placed gore bioabsorbable plug into the preperitoneal space, suturing it to the overlying tissues circumferentially with interrupted vicryls. We placed the overlay mesh around the cord, sutured the tails together, dunked the tails under the external oblique fascia, closed the external oblique fascia with running vicryl, had a good tension-free repair. We infiltrated the incision with a total of 30 of local, placed the ambit pain pump transcutaneously using the introducer needle and sheath. We tacked the catheter to the skin with steri-strips. The subcutaneous tissues were closed with interrupted vicryl. The skin was closed with running 4-0 vicryl subcuticular suture. Benzoin and steri-strips and sterile dressings were applied. Sponge and instrument counts were correct. The patient tolerated procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2011: (B)(6) edgewood. Implant record. Mesh plug hernia bioabsorbable. Log 28696 ¿ implanted. Serial number: (B)(6). Lot number: 8330851. Mesh plug hernia bioabsorbable (use for edgewood only). Model/cat number: 1hpgnf04. Manufacturer: w.l. Gore & assc. Status: implanted. Mesh 3d left medium 0115310 ¿ log 278675 ¿ implanted. Manufacturer: cr bard:davol. Status: implanted. The records confirm a gore® bio-a® hernia plug (1hpgnf04/8330851) was implanted during the procedure. (B)(6) 2011:(B)(6) edgewood. Discharge instructions. Keep dressing clean and dry. Remove dressing 02/10. May shower on 02/11. Ice pack to operative site 4-5 days. Prescriptions sent with you, percocet. Drink liquids first, advance as tolerated. No strenuous activity of heavy lifting over 10 lbs. (B)(6) 2015:(B)(6) edgewood. (B)(6), md. History and physical. Complaint of recurrent left inguinal hernia. Does have bulge with pain in left groin. States the hernia has been back for a few years. He states that he has tried to let it go for too long. Over last few months, finding it harder and harder to reduce the hernia and manage the pain. States he can no longer put it off. He is here to discuss repair. History: hypertension, diabetes, arrhythmia, depression after bypass, heartburn, blood transfusion 2004, angina pectoris, hyperlipidemia, pneumonia, coronary artery disease CABG 3 vessel 2004, stents x 14, heart attack 1998 and 2004, osteoarthritis knee. Active problems: type 2 diabetes mellitus with complication, insomnia, renal insufficiency, dyslipidemia, gerd, erectile dysfunction, chronic pain, coronary artery disease, hypertension, malaise and fatigue. Surgical history: appendectomy, deviated septum, hernia repair, open heart 2004 x 14 stents, CABG, upper gastrointestinal endoscopy and colonoscopy 08/06/12, cardiac catheterization, shoulder. Exam: weight 183 lb 9.6 oz, bmi 23.56. Abdomen; hernia present, left inguinal area (recurrent; difficult to reduce and painful for the patient). Impression/plan: laparoscopic recurrent left inguinal hernia repair, mesh, possible open. (B)(6) 2015:(B)(6) edgewood. (B)(6), md. Operative report. Preoperative diagnosis: recurrent left inguinal hernia. Postoperative diagnosis: recurrent left inguinal hernia. Procedure performed: laparoscopic recurrent left inguinal hernia repair with a left medium 3dmax mesh. Anesthesia: general endotracheal anesthesia; local 30 ml of 0.5% marcaine with epinephrine. Fluid: 800 ml of crystalloid. Estimated blood loss: 5 ml. Complications: none. Disposition: to the recovery room in stable condition. Indications: the patient is a 64-year-old who presents with a recurrent left inguinal hernia. Treatment options, risks, and consequences were discussed and understood by the patient. She states she understands these risks and is willing to proceed. Description of procedure: ¿the patient was brought to the operating room and placed on the or table in a comfortable supine position. General endotracheal anesthesia was administered. Compression boots were placed on the patient. Foley catheter was inserted. He was given ancef 1 g IV piggyback perioperatively. He is an asa class iii. His abdomen was prepped and draped in sterile fashion. We began by making an infraumbilical vertical incision, carried down to and through the subcutaneous tissues with sharp dissection. Hemostasis was maintained throughout the case using electrocautery. Using electrocautery, we dissected down to and through the midline fascia, tagged the fascia on either side to help us gain access to the peritoneal space, which we were able to start to open, probe, and palpate digitally. We then placed a dissecting balloon into the preperitoneal space, blew it up, placed a lens and a camera in the dissecting balloon, and indeed, we were in the preperitoneal space. Once the dissecting balloon was fully deployed, we deflated it and placed the operative trocar into the preperitoneal space, insufflated the preperitoneal space to a pressure of 15 mmhg of co2 gas. We then added 2 other 5-mm trocars in the lower midline after anesthetizing the skin and subcutaneous tissues. Through these, we were able to grasp and dissect the herniated tissue. He had a recurrent indirect defect. We were able to identify the iliac epigastric vessels, kept them out of the plane of dissection, identified cooper¿s ligament, dissected out laterally to place the mesh, also skeletonize the cord to reduce the hernia sac, which we were able to do. Once we had the hernia sac reduced, we placed a left medium 3dmax mesh into the preperitoneal space, oriented it appropriately, tacked it medially and laterally, medially just above cooper¿s ligament, laterally, and on either side of the epigastric vessels. We had a good tension-free repair, had the defect adequately covered. We then placed 10 ml of local in the preperitoneal space and allowed the preperitoneal space to collapse up and over the mesh, which it did nicely. We then deflated the deflated the [sic] preperitoneal space of as much co2 gas as possible, removed the trocars, infiltrated the infraumbilical incision with 10 of local, closed this fascial defect with a running vicryl. The skin was closed with 4-0 vicryl subcuticular suture. Benzoin, steri-strips, and sterile dressings were applied. Sponge and instrument counts were correct. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2015:(B)(6) edgewood. Implant record. Mesh 3d left medium 0115310 ¿ log 278675 ¿ implanted. Manufacturer: cr bard:davol. (B)(6) 2015: (B)(6) edgewood. (B)(6, md. Discharge summary. Removed dressings and shower 12/06, no driving for one week, no lifting over 10 lbs for 3 weeks. Resume diabetic diet, check your blood sugar, resume diabetic meds as long as eating. Start taking oxycodone-acetaminophen. Continue taking: amlodipine, aspirin, atorvastatin, clobetasol, fish oil, glipizide, hydrochlorothiazide, lisinopril, lorazepam, metoprolol, niacin, nitroglycerin, omeprazole, onglyza, promethazine, tadalafil, zolpidem. Follow up (B)(6) 2016. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® bio-a® hernia plug use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® bio-a® hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added results for sterilization evaluation. H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d17: appropriate code/term not available for ¿false claim.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ it should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to explant, infection, pain and additional surgical procedure beyond this timeframe. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. It should be noted that the gore® bio-a® hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® hernia plug instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that the gore® bio-a® hernia plug instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.the gore® bio-a® hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent inguinal hernia repair on (B)(6) 2008 whereby a gore® bio-a® hernia plug was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain and swelling abdomen. Additional event specific information was not provided.